Manufacturer narrative:
Device was used for treatment, not diagnosis. (B)(4). The manufacturing records were reviewed and no complaint related issues were found. A review of the DHR indicates there were no anomalies which could have caused or contributed to this complaint. All records indicate the product was manufactured to specifications. However, as no product was received, the investigation could not be completed and no conclusion could be drawn.

Manufacturer narrative:
A service history of the past six months has been reviewed. No service history review can be performed. The item has not previously been in for service. There is no information relevant to the current complained issue. (B)(6).

Manufacturer narrative:
Device was used for treatment, not diagnosis. Investigation coordinated by synthes (B)(4). Report received indicates the reporters complaint that the electric pen drive stopped running was confirmed. The device was evaluated and the complaint was substantiated. The motor assembly is most likely damaged from normal use over time.

Manufacturer narrative:
Device was used for treatment, not diagnosis. Device return date is unknown. Subject device has been received and is currently in the evaluation process. Placeholder.

Event description:
It was reported that during an unknown hand surgery the electric-pen drive stopped running. There was a 5 minute delay in the procedure. A spare device was available for use and there was no medical intervention. No further information was provided. This is report 1 of 1 for (B)(4).

Manufacturer narrative:
Device was used for treatment, not diagnosis. Device received for evaluation. Investigation is on-going. Subject device has been received and is currently in the evaluation process. No conclusion can be drawn.